Event description:
It was reported that the patient had a hematoma at the implant site. Surgical intervention was undertaken on (b)(6) 2026 and the hematoma was drained.

Manufacturer narrative:
B3: Event date is estimated.